Manufacturer narrative:
Product analysis - visual examination confirmed the ratchet spring is missing, and the components are disassociated. Witness marks in the ratchet spring pocket area are consistent with initial presence of ratchet spring. Witness marks also noted on the anterior face of the intermediate component end, consistent with usage of ratchet release instrument. Witness marks noted on ratchet spring catch features consistent with component disassociation. Dimensional analysis of relevant ratchet spring pocket dimensions confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a cervical plate fell apart intraoperatively as it was selected to be used in surgery. The plate was not used in the patient and another plate was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.